Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted due to the renewal recall. At the explant procedure, a < 20 ohm impedance measurement was noted with the painless lead integrity test (plit) with the endotak 3 lead. With the endotak 2 lead, the impedance was 100 ohm with the device out of the pocket. With the new device, during a high energy (31 joule) shock, the shocking impedance was normal at 45 ohms. The lead was visually inspected and no problems were noted with the leads, in particular the df+ was correctly connected and no insulation damage was noted. Sensing and impedance values were within normal limits, with both the pacing system analyzer (psa) and the newly implanted crt-d. The device was returned to guidant for analysis.